Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open neurosurgery, the surgeon was able to squeeze the handle of the instruments yet there were issues loading or firing the clips. The jaws were not able to close. It was unknown if any clips were able to load into the jaws. There was no patient injury. Another product was used to complete the procedure.